Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient's parent reported that the patient experienced inaccurate cgm values. On (B)(6) 2024, the patient experienced shaking. The cgm reading was not remembered, and the blood glucose reading was 28 mg/dl. An ambulance was called. The reporter could not recall any additional details. Due diligence attempts to contact the reporter for more information were attempted but not successful. Reversal of hypoglycemia by emergency medical services was not specified; however, bg of 28 mg/dl is significant hypoglycemia that would warrant medical intervention. There was no documentation of further medical evaluation or intervention. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.